Event description:
It was reported that the patient presented for lead revision after noise was observed. The lead was explanted and replaced. The patient is doing well and will continue to be monitored.